Event description:
The neckplate cracked on two size 8 cfs, cuffless tracheostomy tubes. The homecare pt reports that the first occurrence was sometime in the fall of 1995 and that the 8cfs device had been in use for approx seven yrs. The second occurrence was during the first week in 11/96 with that 8cfs device in use approx one yr. Pt was unaware that this device is classified as a disposable device. In addition, pt reports cleaning practice includes use of full strength h2o2, which is contraindicated on device labeled instructions for use. Pt had been sent the tracheostomy tube adult homecare guide and video to review and discuss with their healthcare provider.